Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during a previous therapy in initial drain. The nurse stated the hp was connected at the time of the alarm and had not disconnected prior to the alarm. The rn stated all bags were properly spiked and connected and there were no patient extension lines in use. The rn confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The rn stated the hp completed therapy with manual supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Lot information is unknown.